Event description:
The patient reportedly experienced sound quality issues followed by intermittencies between the external equipment and the cochlear implant. Programming changes were made, and external equipment was exchanged. Additional testing could not be completed due to loss of lock. The patient's device was explanted. The patient was reimplanted with another cochlear device.